Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to inspect and clean specific components of the pump, following which they successfully completed the load process and resumed insulin delivery.